Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Noise episodes and unstable high capture thresholds were noted on the right ventricular (rv) lead. The right ventricular (rv) lead was explanted and replaced. The lead was not externalized when observed via fluoroscopy. Upon extraction and inspection of the lead, the physician noted that the lead was externalized. The patient was stable before, during and after the procedure without any complications and was discharged.

Manufacturer narrative:
The reported event of unacceptable threshold, noise and abrasion were confirmed. A partial lead measuring 47.0 cm was returned in one piece for analysis. Visual inspection revealed an external insulation abrasion breaching the ring electrode cable lumen was noted at 9.7-10.6 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The etfe coating of both the ring electrode cables were also found to be abraded at this region. This is consistent with the field issue of unacceptable threshold, noise and abrasion. The cause of the reported event was due to external insulation abrasion which is consistent with friction to another device or features of patient anatomy.